Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.1, 1.6, 4.2. Patient tested using same meter, same strip lot and different fingers. On (B)(6) 2011: 1:30pm inr=4.1, 2:20pm inr=1.6, 2:35pm inr=4.2. Patient fell and was admitted to the hospital around (B)(6) 2011 due to severe bruising on her leg. She was in the hospital for about a week and was transferred to a nursing home until she was discharged on (B)(6) 2011. Doctor wants her to be around 2.3. Patient stated that her inr jumps around a lot. While in the hospital she was given injections in her stomach, doesn't know what the medication was and given antibiotics for 2 days. She was taken off coumadin and put back on it 2 days later. While in the nursing home, lab draws were done; inr=1.1 for about 1 1/2 weeks so, doctor increased dosage to 8mg. On (B)(6) 2011 lab inr=2.8 so doctor decreased dosage to 7mg.